Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/excessive bleeding") in an adult female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), rash ("skin rash"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue/tiredness"), connective tissue disorder ("joint,muscle, connective tissue pain"), migraine ("migraines"), vaginal infection ("vaginal infection"), headache ("headaches"), arthralgia ("joint,muscle, connective tissue pain") and myalgia ("joint,muscle, connective tissue pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, vaginal discharge, dyspareunia, rash, alopecia, dysgeusia, fatigue, connective tissue disorder, migraine, vaginal infection, headache, arthralgia and myalgia outcome was unknown. The reporter considered alopecia, arthralgia, connective tissue disorder, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, infection, migraine, myalgia, pelvic pain, rash, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/excessive bleeding"), infection ("infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), rash ("skin rash"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue/tiredness"), connective tissue disorder ("joint,muscle, connective tissue pain"), migraine ("migraines"), vaginal infection ("vaginal infection"), headache ("headaches"), arthralgia ("joint,muscle, connective tissue pain"), myalgia ("joint,muscle, connective tissue pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, vaginal discharge, dyspareunia, rash, alopecia, dysgeusia, fatigue, connective tissue disorder, migraine, vaginal infection, headache, arthralgia, myalgia, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, connective tissue disorder, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, infection, menstrual disorder, migraine, myalgia, pelvic pain, rash, vaginal discharge and vaginal infection to be related to essure. The reporter commented: kcc ID- ess100593 concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet: pelvic pain, genital haemorrhage. Lot number:628144 manufacturing date:2008-09 expiration date:2011-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/excessive bleeding'). In an adult female patient who had essure (batch no. 628144), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), rash ("skin rash"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue/tiredness"), connective tissue disorder ("joint muscle, connective tissue pain"), migraine ("migraines"), vaginal infection ("vaginal infection"), headache ("headaches"), arthralgia ("joint muscle, connective tissue pain"), myalgia ("joint muscle, connective tissue pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, vaginal discharge, dyspareunia, rash, alopecia, dysgeusia, fatigue, connective tissue disorder, migraine, vaginal infection, headache, arthralgia, myalgia, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, connective tissue disorder, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, infection, menstrual disorder, migraine, myalgia, pelvic pain, rash, vaginal discharge and vaginal infection to be related to essure. The reporter commented: kcc ID- (B)(6). Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet: pelvic pain, genital haemorrhage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: new events: cramping, menstrual disorder was added, auto-narrative supplement was added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/excessive bleeding") in an adult female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), rash ("skin rash"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue/tiredness"), connective tissue disorder ("joint,muscle, connective tissue pain"), migraine ("migraines"), vaginal infection ("vaginal infection"), headache ("headaches"), arthralgia ("joint,muscle, connective tissue pain") and myalgia ("joint,muscle, connective tissue pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, vaginal discharge, dyspareunia, rash, alopecia, dysgeusia, fatigue, connective tissue disorder, migraine, vaginal infection, headache, arthralgia and myalgia outcome was unknown. The reporter considered alopecia, arthralgia, connective tissue disorder, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, infection, migraine, myalgia, pelvic pain, rash, vaginal discharge and vaginal infection to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.